Event description:
A report was received that the patient's ipg was in an uncomfortable location and it was difficult to charge due to the location. The patient will undergo a pocket revision and the physician will replace the ipg due to physician's preference.

Event description:
A report was received that the patient's ipg was in an uncomfortable location and it was difficult to charge due to the location. The patient will undergo a pocket revision and the physician will replace the ipg due to physician's preference.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg explant at this time.